Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu pcb assembly was evaluated and reseated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.